Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism detached from two (2) units, one before and one after use. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.4. PMA / 510(k)#: k243207. D9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-sep-2025. Investigation summary: bd received 10 samples for investigation. The 10 customer samples were inspected for hub/collar separation and defective locking mechanism. The samples passed testing as the safety shields were able to be activated properly with no signs of damage or device separation. Additionally, 20 retained samples were inspected for hub/collar separation and defective locking mechanism. All retained samples passed testing as the safety shields were able to be activated properly with no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism detached from two (2) units, one before and one after use. No adverse impact was reported regarding the patient or user.